Event description:
A malfunction alarm labeled as "malf 0" occurred, but no notable events preceded it. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support with instructions to reset the pump, which successfully resolved the issue as the malfunction did not recur. Customer was advised to continue using the pump and to report back if the problem reappears, which they acknowledged and understood.